Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 6000 c501 module. Patient 1 initial result was 7.90 mg/dl. The repeat result was 0.93 mg/dl. Patient 2 initial result was 5.15 mg/dl. The repeat result was 0.78 mg/dl. Patient 3 initial result was 6.58 mg/dl. The repeat result was 0.80 mg/dl.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 853141 with an expiration date of 31-oct-2025. The field service engineer (fse) found 2 broken tubes. One tube was leaking, and the other was clamped. The fse replaced the tubes, and the instrument was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.